Event description:
Additional info received from MFR on 06/24/1998: ultrafem has received written communication from the woman. Co has asked the woman in writing for doctor's records. Investigation continues. Ultrafem will file appropriate FDA reporting if investigation shows justification.